Event description:
Reportable based on analysis completed on 14oct2011. It was reported that during a percutaneous transluminal coronary angioplasty, the device would not cross the lesion. The target lesion was located in the moderately calcified left anterior descending (lad) artery. The physician advanced the 2.25x16mm taxus liberte stent but was not able to cross the lesion. The procedure was completed with another 2.25x16mm taxus liberte stent. No patient complications were reported and patient status is stable. However; analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - a microscopic examination identified distal stent damage. Stent struts on row 1 were flared. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. From the information available, this device was not used per the directions for use (dfu) / product label. The dfu states "do not use after the 'use by' date." The complaint states that the procedure date is 26 may 2010. The expiry date as per product labelling is december 2010. (B)(4).